Event description:
An angio-seal device was deployed in the right common femoral artery. Confirmations were made for proper anchor placement. While tamping the collagen into place, the operator could feel the collagen go in too far. The site immediately began to bleed profusely. The pt was presented with diminished peripheral pulses on the right side and was diagnosed as having a vessel occlusion. The pt was taken to surgery for removal of the angio-seal device, a right femoral embolectomy patch and an angioplasty with 5.5 cm hemashield patch was also performed. The pt is recovering. In review of the operative notes by the sales rep, it was stated that the angio-seal device punctured the wall of the common femoral artery (cfa) and became wedged in the wall of the cfa. The collagen was also positioned intraluminal, which appears to have occluded the cfa. Discussions between the physician and sales rep indicated that the vessel size was 1cm around in diameter with an internal diameter of approx 7-8 mm. The physician described the anchor as being wedged into the intima of the cfa approx 3cm from the arteriotomy.